Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer will continue to use the pump and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.